Event description:
It was reported the patient's other two implants failed.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0205007v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a, lot# l69266, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the problem with the patient's second implant was that if felt like the wires would start and stop. The patient felt like there was an interruption in the stimulation. Once the patient had the device replaced everything was fine. The patient was doing well and their current stimulator was working at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. For information on the patient's other implantable neurostimulator please refer to manufacturer report # 6000032-2014-00143.